Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 580 mg/dl and vomiting; cause was not known. Customer performed a supply change and administered a bolus via the pump to address the issue and went to the emergency room with ketones (amount was not known) identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, insulin, and antibiotics. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.